Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) level. However, the exact value was not provided. The contact declined to provided additional information and stated to be working with the health care provider on factors that may affect bg level.